Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient list was not visible on the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing. A technical support specialist (tss) verified station communication by checking for errors on the es server web application and the medstation es screen and issues were addressed using knowledge article "how to - initial troubleshooting questions for station not communicating/all drawers failed" or escalate to the service & support center. Tss then confirmed the patient record in the server by searching with patient identifier, visit ID, or name, ensuring the status was admit and ids matched hospital records; discrepancies were resolved by requesting active directory system updates or following the knowledge article instructions for discharged, preadmit, or recurring statuses. Tss verified that the patient¿s unit was correctly mapped to an area and linked to the station under settings. Admission inactivity was checked by running an all-device event report to compare the last transaction date with the station¿s admission inactivity days setting, adjustments were made temporarily to restore visibility and then reverted to maintain performance. Tss mentioned that if all instructions failed, then a case would be submitted to service and support center. The system functioned as intended after the technical support specialist troubleshot the device.